Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro began overheating and could not be turned off. On 7/23/09, maquet sale rep received add'l info that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder was plugged in and placed upon a rubber mat over the pt before they pushed through the cannula. The tissue welder began sparking, overheating, jaws glowing red and smoking even though the activation toggle switch was confirmed by harvester to be in the "off" position. The staff threw the tissue welder on the floor and unplugged the unit. It did not burn the pt because it was laid over the mat. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection discovered that the blunt tip on the harvesting cannula was completely melted, which locked the hemopro tissue welder inside the harvesting cannula. The silicone jaw boots were burnt and melted from the tri-heater assembly. Based upon the condition of jaw boots and blunt tip, the complaint is confirmed. Resistance testing was conducted and results were within specifications, which indicate that the micro switch functioned properly. A pre-cautery test was conducted using the reference power supply and extension cable. The device meets electrical product specifications. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).